Event description:
It was reported that the patient was experiencing no pain relief despite multiple reprogramming sessions done. The patient underwent an explant procedure wherein all device components were removed. The patient was doing well postoperatively. The explanted device components were not returned as they were disposed by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7080496 / 7080502 / 7080504 / 7080462.